Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that during surgery the system screen became black and nonresponsive. It was reported only the ventilators were functioning. There was no system message reported. The surgeon attempted to restart the system without success. At the time of this report the outcome of the surgery and patient impact are unknown. Additional information has been requested but not received to date.